Event description:
Hi, my name is (B)(6) and I am a mother of three, my youngest daughter, age two was hospitalized this weekend due to her chewing of the suction cup end of the b brite tooth brush and choking on it. We could not open her airway for over 10 seconds. First responders arrived to check on her; we spent the night in th hospital. This was the second toothbrush my daughter was able to break apart. Both times she was with me, the first time I removed it from her mouth just before it completely tore off the last strand to detach it. The size of the suction is between the size of a nickel and quarter. Very soft and rubbery and comforting to chew on, I've seen my 5 y/o naw on it. Please, I urge you to remove them from shelves. The incident happened while my daughter was sitting right next to me in under one minute from when I gave her the tooth brush. Lucky for us we were able to save our daughter but the incident was far too close to turning into a nightmare as we could barely open up her airway. She is still at risk of undergoing further care with a gi specialist this week if the part she choked on does not leave her system naturally. I have contacted the store in which we purchased the product and I hope the store manager will take our matter seriously to help save lives and remove these from their shelf to also request a recall. I have contacted the b brite business as well and they are not cooperating at all. MFR website url: (B)(4), MFR phone number: (B)(4), retailer: (B)(4). Retailer state: naperville. I am still holding the toothbrushes. I have contacted the MFR, but they are not cooperating and have asked me to stop seeking justice for this incident. Incident location:(B)(6). This is my home address. (B)(6). Report number: (B)(4).